Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple, intermittent occlusion alarms were received during basal and bolus deliveries. The customer's blood glucose (bg) level was up to 350 mg/dl and a correction bolus via the pump was delivered to address the bg level. The contact reported that no additional occlusion alarms would be received after delivering the bolus. Tandem technical support discussed how to avoid occlusion alarms with the contact. It was reported that manual injections would be used for insulin therapy.